Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a partial display. The customer¿s blood glucose was 4.5 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump had a vertical line that cuts through the writing. Customer stated that the insulin pump was not dropped or bumped. Customer also reported keypad anomaly and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.